Manufacturer narrative:
At the completion of the clinical assessment, the sac growth event is confirmed, and this event is most likely anatomy related due to the type ii endoleak from the lumbar arteries. The procedure related harms identified were type ii endoleaks from the lumbar arteries. The final patient status was not reported. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: device remove code 3190. H6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure a routine follow up identified no seal at the renal arteries. Physician reported that further evaluation shows aneurysm growth of 5mm over two years and therefore, has elected to monitor the patient with no re-intervention at this time. Additional information: clinical assessment identified a type ii endoleak from the lumbar arteries. The final patient status was not reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure a routine follow up identified no seal at the renal arteries. Physician reported that further evaluation shows aneurysm growth of 5mm over two years and therefore, has elected to monitor the patient with no re-intervention at this time.